Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor removal, patient was unable to locate sensor wire. Patient did not report any discomfort at the insertion site.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.